Event description:
It was reported that the doctor noticed that the final position of the tritanium baseplate did not match its position when he prepared the tibial component and punched with the tibial prep.

Manufacturer narrative:
An event regarding a tritanium baseplate that sat several millimeters more posterior than the prepared tibial template was reported. The event was not confirmed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that the doctor noticed that the final position of the titanium baseplate did not match its position when he prepared the tibial component and punched with the tibial prep.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report.